Event description:
Symfony zxr00 intraocular lens was implanted on (B)(6) 2017. Subsequent follow ups with dr cook's team reported the pt was experiencing edof (extended depth of focus) intolerance, with a poor visual outcome of 20/60. Replaced with a monofocal lens approx 8 months later when visual acuity had not improved. The MFR submitted a report at the time to the FDA, we, as an asl facility care following up.